Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2016. Customer's current blood glucose was 355 mg/dl. Customer was hospitalized for infection in the blood due to high readings. Customer was treated with needles. Customer was wearing insulin pump at the time of hospitalization. The insulin pump was not returned for analysis.